Event description:
It was reported that the head and threads of a 4.3mm x 30mm propeller head screw began to shear off during insertion. The physician retrieved the fallen pieces and replaced the screw.